Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Regarding the results of the cap test, it was indicated the "cap was negative, i.e. It was impossible to get any csf." The catheter was replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#: b04727748k, implanted: 2007 (B)(6), explanted: 2021 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter that was explanted was of model 8709 with lot number b04727748k. The catheter was originally implanted on 2007 (B)(6) . The catheter replacement was performed on 2021 (B)(6) . During the replacement procedure nothing specific was observed according to the nurse at implant. The issue was resolved. The patient was receiving morphine at a dose rate of 0,4 mg/day. The patient was very satisfied with the micro dosing. The explanted catheter had been discarded by the healthcare provider. It was noted that there was no further information regarding the event.

Manufacturer narrative:
B5: additional information received on 2021-may-04 confirmed the report of the pump not helping the patient's pain anymore is associated to the patient's previous pump. There is no information to reasonably suggest that the patient's previous pump may have caused or contributed to a death or serious injury or that the patient's previous pump has malfunctioned. Therefore, the patient's previous pump does not meet the reporting requirements stipulated in 21 cfr 803. H6: ime/annex e updated to e2403. Imf/annex f updated to f26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of the event that was reported is before the date of implant that was reported; follow-up is being performed to request confirmation of the correct dates. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient who was previously receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient stated that the pump "was not helping anymore" and they wanted it removed. It was detailed that for many years the patient had the same doses but the patient said it was not helping their pain anymore. The hcphad persuaded the patient to put saline in the pump to leave the option of resuming therapy in the future. Saline was then put in the pump in august 2020 and the pump was set to deliver 0.5 ml/day. Further information received that on 2021-apr-07 a refill was performed at which a volume discrepancy occurred. It was detailed that they were expecting 7.5 ml but removed 23 ml. Technical services reviewed the option to access the cap and do a dye study or to do a surgical catheter revision. Information received via follow-up indicated that when there was morphine in the pump, no volume discrepancies had been observed. There were no external/environmental/patient factors that may have caused or contributed to the event. The cap test would be done in may to see if there was a problem with the catheter. No further patient complications were reported.